Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The patient woke up and noticed that the breast was smaller. The patient was diagnosed via physical examination on (B)(6) 2020 with a health professional. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On september 9, 2020, the mentor failure analysis lab received the device for evaluation. On september 17, 2020, the product investigation was completed. Device investigation summary: during a visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. Additionally, a tear was also observed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (5538057). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).